Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator failed preventive maintenance testing and was returned for service. Per follow-up with the clinical engineering department at the facility, it was out of specification. There was no patient involvement.

Event description:
It was reported that the external pulse generator failed preventive maintenance testing and was returned for service. Per follow-up with the clinical engineering department at the facility, it was out of specification. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had failed its preventive maintenance testing, the liquid crystal display was out of specification (it was missing pixels). Analysis also found that the upper and lower cases and one bail cover were broken, the battery release was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the battery drawer o-ring was missing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.